Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek softclix lancet device before and after firing. He also states the he was unable to seat the lancet properly. No action taken or treatment given based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancets sent, and return requested.